Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults on arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced arm 3 to resolve the issue. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, which confirmed the reported failure (error 319). Analysis found that the unit failed the fiber test on the rolling loop. Additionally, damage to the carriage cover was observed. The complaint regarding repeated recoverable faults on arm 3 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the low anterior resection procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted lower anterior surgical procedure, the customer received repeated recoverable faults regarding an issue with arm 3. The customer power cycled the system; however, the system continued to display an error message. The customer decided to disable arm 3 to continue the case as a three-arm system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.